Event description:
The customer observed falsely elevated (B)(6) results while using the architect i2000sr analyzer. The customer indicated one patient (sid (B)(6)) generated a (B)(6) result, which was retested in duplicate; each retest generated a nonreactive result. There was no adverse impact to patient management reported.

Event description:
Specific patient data was provided by the customer as follows: (B)(6) was iniital (B)(6), upon repeat, results were 0.24, 0.28 s/co (non reactive)

Manufacturer narrative:
Evaluation: investigation of the customer issue included a review of the complaint text, troubleshooting of the instrument, a search for similar complaints, and a review of labeling. A review of the instrument identified a malfunction of the syringe allowed it to leak and affect results. No further erratic results were reported after the syringe was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.

Manufacturer narrative:
Information regarding this discrepant result was provided to abbott on (B)(4) 2012. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.